Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient overdosed on something on (B)(6) 2018 and they wanted to turn the pump off. This was a sudden change in symptoms. At an unknown date, the patient was intubated and moved to the intensive care unit (ICU). There were no further complications reported at this time.